Event description:
Device 3 of 3. Ref MFR reports # 1627487-2013-05497; 1627487-2013-05498. It was reported the pt has not maintained the ipg as recommended. It was also reported the pt lost stimulation over time after experiencing a fall. Reprogramming was unsuccessful. X-rays revealed lead migration. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.